Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient had been discharged from the hospital and was recovered from the peritonitis. Should additional relevant information become available a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis coincident with therapy for peritoneal dialysis. Pd therapy was reported to be ongoing. On the same day as onset, the patient was hospitalized for the event. It was reported that the peritonitis was manifested by abdominal pain, cloudy effluent, and a fever. The cause of the peritonitis was unknown. Treatment for the peritonitis was not reported. At the time of this report the patient was still hospitalized. At the time of this report the patient had not recovered from the peritonitis. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The patient was reported to be born in 1936. The sample was not returned and the lot number was unknown, therefore no sample evaluation or batch review could be performed. Should additional relevant information become available, a follow-up report will be submitted.